Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's wife reported issues with the insulin pump. She states that there are lots of scratches on the screen and she is concerned that her husband will not be able to read the screen. The blood glucose reading is 139 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.